Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf device code f2301 captures the reportable event of an additional device required. Block h11: investigation results: based on the information available, boston scientific confirmed the reported event of catheter guide break. The product was not returned for analysis to identify any potential defect. However, the customer provided an image in which it can be observed that the guide catheter was detached from the push catheter. Without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned; therefore, product analysis could not be performed. However, the customer provided an image in which it can be observed that the guide catheter was detached from the push catheter. Risk review: a risk review was completed and confirmed that the events of catheter guide break and additional device required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent with naviflex rx delivery system was used in the bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the guide catheter broke into two pieces. They used forceps to remove the broken guide catheter, and the procedure was completed with the original device. There were no patient complications reported as a results of this event.